Manufacturer narrative:
(B)(4).

Event description:
A 'failed pump' was reported (specific malfunction not provided). The patient no longer wanted the pump. It was explanted and not replaced. There was no patient injury associated with the event. The patient recovered without sequela after removal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.